Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a hemorrhage during a bronchoalveolar lavage (bal). The biopsied lesion was 10mm/diffuse ground glass opacity (ggo) nodule located in the right upper lobe and the distance to pleura was intermediate. The patient was not taking any anticoagulants or antiplatelets. Per the physician, the types/numbers of biopsies obtained with each biopsy tool was a 21g transbronchial needle and 1.1mm cryoprobe. The patient lost approximately 400 ccs of blood and there were 100 ccs of instilled saline. Suctioning/tamponade was performed, and cold saline and epinephrine were administered to the bleeding lobe. Additionally, the patient was placed with the bleeding side down. The ion procedure was performed and completed on 2 nodules along with a bal. Ebus was aborted which was scheduled to be done after the biopsy of the second nodule where the bleed was discovered in the intraparenchymal/pulmonary artery/vein. Blood was in the airway, but the patient was able to ventilate and oxygenate the entire time without symptoms. There was a delay in the procedure to control the bleed and admit the patient. No blood transfusion was needed, and the patient was extubated and stable the entire time except for the blood loss. The patient was observed overnight due to age without complications and discharged the next day and was reported as doing well. The physician believed the cause of the bleeding was due to the biopsy/bal and that the bleeding could have occurred via another biopsy modality because it was the result of the biopsy and not the robotic system. Per the physician, there was no malfunction of an ion system, instrument, or accessory.